Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 years. The reason for explanting the device was not provided. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. The device history record (DHR) review is currently in process. Continued attempts are also being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.

Manufacturer narrative:
A copy of the patient's pathology report of the explanted valve was received. Per the report, the device was explanted due to prosthetic aortic valve stenosis, secondary to calcification and fibrosis. The gross description indicates "at the center [of the valve] there is three yellow-tan [leaflets] which are covered by yellow, firm, possible calcifications. The rim of the device is covered by a tan, mesh like material." Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the reported findings on the device could not be confirmed. Although the root cause of this event cannot be conclusively determined, it appears that the aortic stenosis was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.